Manufacturer narrative:
The investigation was started but has not yet been concluded. The investigation result will be reported in the follow up report.

Event description:
It was reported that the m540 patient monitor went into standby mode without being manually initiated by the user via the standby key on the m540 screen.

Manufacturer narrative:
The logs were reviewed and it was found that the standby key was activated during the event. Since the user confirmed the standby was not manually pressed, the m540 underwent hardware investigation. The m540 was docked and connected on an iacs and was allowed to run for 5 days. It was found that the m540 did not go into standby once. After further testing, it was found that if the bezel was pressed hard enough adjacent to the fixed keys of the m540, the corresponding fixed key could be activated. This is why the logs show the standby key was pressed when it may have only been the adjacent bezel. A design change request has been created to change the fix key edge boundary activation via a software update to prevent contact with the bezel from triggering the adjacent fixed key.there must be user interaction with the device to trigger standby mode. When the m540 enters standby mode, the screen displays the following message to alert the user "standby - touch screen to resume monitoring."